Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: insertion tube had been bent but was still in a single piece and there was deformation of the outer tube without causing any damage inside the optical system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "trueview ii", 2.7mm, 30°, short, autoclavable had broken into two pieces. The event occurred during sterilization. There was no patient harm associated with the event.